Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicates that the event was attributed to misuse.

Event description:
The stem punch extractor is stripped. There was no adverse consequence for the pt or delay in surgery or anesthesia time.